Event description:
It was reported that the plastic reusable tube is cracked and the system is giving vacuum leak error codes. There have been no pt consequences reported.

Manufacturer narrative:
H3. Evaluation summary: the analysis site found that the control module had a cracked dc motor adapter on the green cable side. Could not duplicate the customer's complaint of a cracked reusable tube. Verified l3-021 and l3-006 vacuum errors in the event log but testing did not reveal any functional issues with the control module related to the errors. The site replaced the dc motor adapter. The control module was serviced, then functionally tested, and was found to operate properly.